Event description:
Caller states the pt tested 4.5 inr and 4.5 inr on the coaguchek system while a comparison lab returned as 3.2 inr. No action was taken based on device results. No adverse event reported. Comparison performed in a medical facility. Requested return of suspect system and replacement was sent.